Event description:
Complainant alleged that during a functional testing, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.